Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe broke off at 9 mm from the distal end. The tissue pad was worn. Both the probe and the grasping section had contact marks with each other. The shape of the fracture surface showed that the crack developed from contact mark as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was worn when the user continued to activate output without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the probe had contact marks when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. Furthermore, because the probe was subjected to a load, the probe broke. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic assisted total gastrectomy, the subject device was used. The probe of the device broke off and fell into the patient. The fragment was retrieved. The procedure was completed with another device. There was no patient injury reported except this event. This is the report regarding the breakage of the probe.